Event description:
It was reported that a long charge time was observed on the implantable cardioverter defibrillator. A capacitor reset was performed successfully and normal charge time was obtained. The patient was stable.